Manufacturer narrative:
This product is not approved for sale in us but a similar device with product ID 5540030, 510k# k113174 and (B)(4) is approved for sale in us. Neither the device nor applicable imaging films were returned to manufacturer for evaluation therefore we are unable to determine the definitive cause of event.

Event description:
It was reported that patient underwent a surgery on (B)(6) 2017 in which right s1 and s2 set screws were replaced. Post operatively right s2 set screw was found deviated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient underwent laminectomy on (B)(6) due to paralysis which was originally suspected to be infection. A re-operation for the back-out is scheduled for (B)(6) 2017.

Manufacturer narrative:
This product is a pack of 4 set screws of catalog# 5540030 and (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient underwent revision surgery on (B)(6) 2017.during revision surgery backed-out set screw was explanted along with the screw.